Event description:
A distributor in (B)(6) reported a leak in the feedset tube of an mr290 autofeed humidification chamber after several hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: there was a small split in the feedset tube where it attaches to the dome. The surface at the break was rough (not smoothly cut) and appeared to be due to the tube being pulled away from the dome, possible due to the feedset being stretched during set up of the chamber and water bag. A lot check revealed no other complaints for this lot number. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process